Event description:
On 2025-may-07, information was received from a manufacturer representative (rep), regarding a patient receiving an unknown drug via an implantable pump. It was reported the pump was scheduled for a routine replacement. The catheter collet was found to be broken at the site of the implant, so the doctor decided to move forward with replacing both (pump and catheter). The patient's catheter "was not aspirating at any point and there was composite at the site of the pump pocket, where the collet of the catheter appeared to be broken." The patient stated that they were not getting pain relief for some time.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 16-feb-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.